Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the door didn't close. No patient was present at the time of the event. Additional information was received stating that the site was not able to close the door.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000166, lot/serial #: unknown. The manufacturer representative went to the site to test the imaging system. They adjusted the door and performed invalidate homing. If information is provided in the future, a supplemental report will be issued.